Manufacturer narrative:
The tech found the communication's housing assembly was not working. The tech replaced the communication's housing assembly to repair the bed.

Event description:
Info received indicates the bed exit is not alarming.